Event description:
Intra aortic balloon pump inserted for cat alert, iabp not functioning correctly. The fiber optic part of the catheter failed, and produced inconsistent wave forms. Three different machines were used to try and resolve the problem. Issue resolved-backup mode (pressure used instead of fiber optic) to run iabp.